Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that station was not connecting to the network. The technical support specialist (tss) noted that the customer resolved the issue without providing specific details. It appeared to be related to a network connection that the customer needed to troubleshoot. After confirming the resolution, the customer agreed to close the case. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not connecting to the network. The customer tried to reach hospital information technology (hit), but the issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.